Event description:
The patient underwent a procedure for a permanent scs system. During the procedure while the physician was adjusting the lead, the swift lock anchor broke. The physician replaced the anchor. Also, the extension was found to have disconnected from the ipg (reference MFR report: 1627487-2015-15103 and 1627487-2015-15104). The procedure was extended by one hour.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.